Manufacturer narrative:
Since the specific produce name/code and batch lot number for this uni-solves wipe was not provided, batch record review could not be performed on this particular batch. As no sample was returned, a sample inspection could not be performed. However, it can be confirmed that each batch released to market undergoes full testing as outlined in the finished product specification, and must comply with all the requirements. Additionally, complaints of a similar nature will be closely monitored for any adverse trends and further action considered.

Event description:
It was reported that the patient had a surgery on feb 20th, one week later the patient went to physical therapy where uni-solve adhesive wipes were applied. The patient reported an adverse skin reaction experiencing burns rash and blisters in her neck.